Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
It was reported that a patient was revised approximately six years post-operatively to address a migrated xia 3 blocker which did not retain its respective rod post-operatively.